Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, there was a single bent pin in the electrode belt trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and the monitor. The cause of the disruption in communication is the bent pin. The root cause of the bent pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report service code 204. The patient was provided with a replacement electrode belt.